Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of the patient fall, which caused a peri-prosthetic fracture of the left femur.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to patient fall.